Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the customer has a tracheostomy tube which was found to have a thin hairline crack running down the port. They noticed the crack in the blue aspiration port but the device was still used. However they changed over to a new tube to ensure no future issues of aspirating. There was no patient injury reported.

Manufacturer narrative:
Additional information received at smiths medical 04-april-2022: the device was accidentally discarded by the customer. No product will be returned for investigation. H10: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.